Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a procedure at the time of the patellar graft passage, device broke inside the patient, pieces were retrieved from the patient. No delay or patient injuries reported, back-up device available to complete the procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: the reported 20mm endobutton btb cl, intended for use in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device broke. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper tunnel length to graft length. Improperly sized graft diameter to tunnel diameter. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Based on the review of device history and complaint history, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. This investigation could not identify any evidence of product contribution to the reported complaint.